Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the upper buttocks on (B)(6) 2016. Patient's mother reported that there were bumps under and around the sensor patch adhesive and that the patient complained of itching. On (B)(6) 2016, the patient's mother had their endocrinologist and a nurse examine the patient's sensor insertion site due to the complaint of itching. Patient's mother noticed the red rash and it was suggested to keep the sensor inserted unless the skin reaction did not go away. Patient's mother was advised that if the reaction did not go away, to remove the sensor and treated with over-the-counter hydrocortisone cream. Reaction did not go away so patient's mother removed the sensor and treated the affected area with the hydrocortisone cream and over-the-counter aquaphor lotion. At the time of contact, the patient's condition had improved. Additional event or patient information is not available. No product or data was returned for investigation. The reported event of skin reaction was not confirmed. A root cause could not be confirmed.